Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The presumable cause for residual fluid and foreign material from air water cylinder and foreign material from the nozzle could not be specified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be prevented by following the instructions for use, specifically "chapter 6 application and conditions of cleaning disinfection and sterilization" and "chapter 7 cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after the completion of the fine-needle aspiration (fna) procedure, blood came out of the gastro-videoscope's duct after cleaning. The procedure was completed with the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.